Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
After the cardiomems sensor was implanted, the patient experienced hemoptysis. The patient had an angiogram and an x-ray performed which were both unremarkable. Patient was admitted for the night and then discharged.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive and the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.